Event description:
The 5.5 locking screws did not capture the screwdriver. The screw would not advance, but was able to be removed with difficulty. Surgery was prolonged by approximately 35-40 minutes. Patient outcome: unknown.